Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had fluid being siphoned from the primary bag. This occurred during a piggyback secondary infusion of vancomycin running at a rate of 200ml/hr. The setup of the bags was in accordance with the manufacturer instructions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.